Manufacturer narrative:
Report source: article titled "correlative factor analysis on the complications resulting from cement leakage after percutaneous kyphoplasty in the treatment of osteoporotic vertebral compression fracture" by hu ren, mom, yong shen, md, ying-ze zhang, md, wen-yuan ding, md, jia-xin xu, mom, da-long yang, mom, and jun-ming cao, md. Method; device not returned; followed-up with author.

Event description:
In an article titled "correlative factor analysis on the complications resulting from cement leakage after percutaneous kyphoplasty in the treatment of osteoporotic vertebral compression fracture," the following event was reported: seventy one pts with 171 vertebral compression fractures were treated by percutaneous kyphoplasty. Cement leakage occurred in 17 out of 171 vertebral bodies, including 7 paravertebral leaks, 6 leaks into intervertebral space, 3 leaks into channel of needling insertion, and 1 spinal canal leak. It was noted that there was no evidence of radiculopathy or myelopathy resulting from cement extravasation. Nine recurrences of vertebral fractures in 6 pts including 6 adjacent vertebral bodies. It was noted that to date, nothing can be established concerning the increased risk of subsequent fractures as it is unclear such fractures are procedure-related or part of the natural course of osteoporosis. No additional info was reported. Note: this article originated from (B)(4), however, kyphoplasty products are not distributed in (B)(4). The reported four pts who developed pulmonary complications postoperatively are filed in MFR reports #2953769-2010-00030, -00031, -00032, and -00033.